Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's ipg was inoperable. In turn, the patient underwent surgical intervention at which the ipg was explanted and replaced.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information revealed the patient failed to recharge the ipg as recommended. In addition, the ipg would not communicate with the sjm representative's extra external devices prior to the procedure. Reportedly, effective therapy was restored post-operative and the issue is resolved.